Manufacturer narrative:
As of 07/30/2025 unused returned product was submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details. The following sections were updated: b5, b6, g2, g6, g6, and h6. UDI notes: the expiry date is not present on device label.

Event description:
In the initial report received on 06/11/2025, the consumer stated that he and his spouse wore the tape all day at (B)(6). After removing the tape in the shower, the spouse experienced irritation and a burning sensation. The consumer, who reported the event, also noted dryness and discoloration in the area where the adhesive tape had been applied. Consumer reported that medical attention was sought. The doctor said that it may have been a reaction due to sun exposure and it looked like a burn. In the completed consumer information report (cir) received on july 18, 2025, the consumer reported visiting a walk-in clinic, where a doctor prescribed a three-day course of steroids. Consumer reported that the symptoms did not correct after he stopped using the product. Consumer stated that the area has improved, but tape mark where the product was applied remains visible.

Manufacturer narrative:
As of 07/09/2025 manufacturer evaluated retained samples of the same lot reported with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
In the initial report received on (B)(6) 2025, the consumer stated that he and his spouse wore the tape all day at disneyland. After removing the tape in the shower, the spouse experienced irritation and a burning sensation. The consumer, who reported the event, also noted dryness and discoloration in the area where the adhesive tape had been applied. Consumer reported that medical attention was sought. The doctor said that it may have been a reaction due to sun exposure and it looked like a burn.